Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It was indicated that this mitraclip procedure included treating tricuspid regurgitation (tr). It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip® system is indicated for use in the mitral valve. The off-label use was due to the user using the mitraclip to treat the tricuspid valve regurgitation. Based on the information reviewed, a definite cause for the reported unintended movement (clip opening when establishing final arm angle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Exemption number e2019001. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after the final arm angle (faa) was tested in the tricuspid valve. It was reported that this was off label use of the mitraclip to treat grade 4 tricuspid regurgitation (tr). The first mitraclip was deployed on the tricuspid valve without issue. The second mitraclip grasped the septal and anterior leaflets. Final arm angle was tested, but the clip opened to at least 60 degrees. The doctor was able to re-close the clip and test faa again. The clip relaxed to an acceptable angle at around 25 to 30 degrees. The second mitraclip was successfully deployed and tr was reduced to a mild grade (grade 1). At this same procedure, the mitral valve was also treated with two mitraclips reducing mitral regurgitation (mr) grade to trace. Two days later both the mr and tr grades were mild and the patient had good results. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.